Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reappear, and the customer successfully started their sensor session.